Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, urinary tract infection, hot flush and night sweats outcome was unknown. The reporter considered genital haemorrhage, hot flush, night sweats and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: social media received. Events added: hot flashes, night sweats. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('chronic uterine inflammation.'), salpingitis ('fallopian tubes showing chronic inflammation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 789032, 827923) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure peformed on same day". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and congenital anomaly), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine inflammation, genital haemorrhage, urinary tract infection, hot flush and night sweats outcome was unknown. The reporter considered genital haemorrhage, hot flush, night sweats, salpingitis, urinary tract infection and uterine inflammation to be related to essure. The reporter commented: coils were seen at opening of right tube and 6 coils were noted at opening of left tube. Lot number: 789032 manufacturing date: 2010-10 expiration date: 2013-10. Lot number: 827923 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('chronic uterine inflammation.'), salpingitis ('fallopian tubes showing chronic inflammation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 789032, 827923) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and congenital anomaly), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine inflammation, genital haemorrhage, urinary tract infection, hot flush and night sweats outcome was unknown. The reporter considered genital haemorrhage, hot flush, night sweats, salpingitis, urinary tract infection and uterine inflammation to be related to essure. The reporter commented: coils were seen at opening of right tube and 6 coils were noted at opening of left tube. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received. Reporter's information added. Lot no. Added. Event: novasure ablation and essure performed on same day, salpingitis and chronic uterine inflammation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage and urinary tract infection outcome was unknown. The reporter considered genital haemorrhage and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Previously added event medical device removal was replaced to new event bleeding. Event uti was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('good luck with surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal.